Event description:
It was reported that "surgeon was driving in self tapping screw after drilling the hole. Screw bottomed out without engaging locking mechanism. Surgeon kept turning the screw, attempting to engage the locking ring when he noticed a part of the ring was protruding from the plate. Surgeon then took out all of the screws and replaced the plate."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.